Event description:
Allegedly, the nail and screws broke between the calcaneal and sub-talar screw postoperatively. Reporter can not predict the date of incident and date of original surgery because they were performed at a different location.

Manufacturer narrative:
Visual inspection of the returned device found that the screw has normal minor damage to the thread of the screw that doesn't seem to impact the functionality of the product. Analysis of the returned device indicates that the device was not a contributor to the reported event. The product is in normal working condition. Based on analysis, a definitive root cause could not be determined.

Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same report as 1043534-2015-00051, 1043534-2015-00052, 1043534-2015-00053, 1043534-2015-00054, 1043534-2015-00055.